Manufacturer narrative:
Device was used for treatment, not diagnosis. Scolozzi, p., lombardi, t., edney, t., and jaques, b. (2005). Enteric bacteria mandibular osteomyelitis. Oral surg oral med oral pathol oral radiol endod; 99: e42-6. This report is for an unknown titanium hollow reconstruction plate (thorp)/unknown quantity/unknown lot. (Other number) UDI: unknown part number, UDI is unavailable. No explant date. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following article: scolozzi, p., lombardi, t., edney, t., and jaques, b. (2005). Enteric bacteria mandibular osteomyelitis. Oral surg oral med oral pathol oral radiol endod; 99: e42-6. This study consists of two case reports of enteric bacteria mandibular osteomyelitis. The second report is for a (B)(6) male. He reported a two month history of fluctuating left mandibular painful swelling. A panoramic radiograph revealed a 2x2 cm well-defined non-corticated radiolucency consistent with a residual cyst. Submandibular cellulitis was diagnosed and oral antibiotics and non-steroidal anti-inflammatory therapy were diagnosed. In (B)(6) 2000, he underwent surgical drainage and was diagnosed with chronic osteomyelitis. Pain and swelling increased and the patient underwent an extensive curettage on (B)(6) 2000 and was bridged with a titanium hollow reconstruction plate (thorp). The patient's condition improved and in (B)(6) 2001, he had a follow-up procedure for an autogenous bone graft harvested from an iliac crest. A few days later, he presented with a sinus tract draining. Three weeks later, the patient presented with a fever, red pulsatile swelling and new sinus tract draining. Radiographs revealed incomplete healing. Surgical drainage was performed and the patient was placed on intravenous antibiotics. There were no complications reported at the six month follow-up. In (B)(6) 2002, the patient was implanted with a complete mandibular denture. At a follow-up two years later, he was clinically stable with a functional mandible. Thinning of the left mandibular body together with bone resorption persisted radiologically. This is report 2 of 2 for (B)(4). This report is for an unknown titanium hollow reconstruction plate (thorp).